Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Event description:
Additional information was received stating that the alarm was erased after an hour. It was stated that there was an insulin leak close to the cannula. The customer wore the pump and there was no alarm, and the alarm history did not show any alarms. The customer's parents didn't know why the customer's blood glucose levels were high and they could not regulate it. The customer was taken to the hospital once the parents noticed a strong smell of insulin. The infusion set was changed and that seemed to help. The hospital was able to get the customer's blood glucose levels down with manual injections.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the customer was hospitalized due to diabetic ketoacidosis. The customer's blood glucose was 26 mmol/l at the time of hospitalization. The insulin pump had stuck button alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
All buttons are functioning properly. No damage in the keypad assembly noted and no stuck button alarm during testing. No unlocked printed circuit board. Keypad connector during visual inspection. The insulin pump passed all functional testing including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No obvious insulin odor noted. No moisture damage found on the electronics, motor, force sensor, or reservoir compartment during visual inspection. The insulin pump received with scratched case, serial number label faded, pillowing keypad overlay, and minor scratched lcd window.